Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Diabetes mellitus is a known cause of hypoglycemia. B1 adverse event and/or product problem- additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction. H11 additional narrative - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient was claiming that she was having an issue on the alerts and sounds of her g6 receiver. The patient noticed her cgm reading on the g6 receiver was 81 mg/dl and rapidly dropping, but she did not hear an alert sound. Shortly afterward, she became incoherent, sweating, and unwell. Her daughter checked the cgm and saw the reading had dropped to below 51 mg/dl. A finger stick test was performed, which the patient confirmed was accurate, although she could not recall the exact value. To alleviate the symptoms, her daughter provided her with drinks, jelly beans, and candy, though the specific drinks were not mentioned. Then, her daughter called paramedics. Upon arrival, a finger stick test was performed again, but the patient could not recall the result. However, she noted that at the time the finger stick was taken, her cgm still showed 51 mg/dl. The paramedics administered glucose, though she did not know the exact brand, dose, or type of glucose that was administered. Approximately 15 minutes after receiving glucose, her cgm readings began to rise. The paramedics then left once she was feeling okay. On (B)(6) 2025, the patient called dexcom technical support to report that her dexcom g6 touch receiver was not producing sound or vibrating when she tested the alert and sound features. She also mentioned a previous incident on (B)(6) 2025, when her cgm reading was 81 mg/dl and rapidly dropping, but she did not hear an alert sound. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
D4 catalog no - correction. Primary UDI number - correction. H2 correction. H6 component code - correction.